Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during an unknown procedure on an unknown date when it was reported, ¿during the procedure, the patient suffered a cerebral infarction.¿. There was no report of medical intervention or hospitalization for the patient. There was no report of malfunction of the airseal device. Per further assessment, "it is not possible to obtain any information other than intake information because all events have been confirmed in the past." This report is being raised due to the reported injury of suffering a cerebral infarction.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A device history record review could not be conducted as a serial number was not provided. The service history could not be reviewed as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during an unknown procedure on an unknown date when it was reported, ¿during the procedure, the patient suffered a cerebral infarction.¿ there was no report of medical intervention or hospitalization for the patient. There was no report of malfunction of the airseal device. Per further assessment, "it is not possible to obtain any information other than intake information because all events have been confirmed in the past." This report is being raised due to the reported injury of suffering a cerebral infarction.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A device history record review could not be conducted as a serial number was not provided. The service history could not be reviewed as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.